Manufacturer narrative:
510k: this report is for an unknown 2.4mm locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, surgery for removing radial head plate was performed. During the surgery, a 2.4mm locking screw was broken. The broken piece of the screw was successfully removed using removal tools. The surgery was delayed by sixty (60) minutes. There was no adverse consequence to the patient. The reason for the removal surgery is unknown; it may have been a planned removal. This report is for an unknown 2.4mm locking screw. This is report 1 of 1 for (B)(4).